Event description:
The customer reported falsely elevated sodium (na) results on a dimension exl with lm integrated chemistry system obtained on multiple patient samples. The erroneous results were reported to the physician(s). The samples were repeated on a non-siemens instrument and recovered lower than the erroneous results and were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center and reported falsely elevated sodium (na) results were obtained on patient samples on a dimension exl with lm analyzer. Quality controls (qcs) recovered within ranges on the day of the event prior to running samples. As per siemens recommendation, the customer replaced the rotary valve, tubings (x0 x1 x2 x), and cleaned the integrated multisensor technology (imt) tower because there was some crystallization. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse aligned the imt pump rate. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00133 on 15-aug-2025. Additional information (19-aug-2025): siemens further evaluated the event and determined that flow issue through the integrated multisensor technology (imt) potentially contributed to the falsely elevated sodium (na) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.